Event description:
New information received notes that myopotentials over-sensing was noted on the patient's implantable cardioverter defibrillator. No further intervention or adverse patient consequences were reported.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2023. No further patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented remotely. Upon examination of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited over-sensing of noise. No intervention was reported and no patient consequences were reported.